Manufacturer narrative:
The product in complaint was returned to zoll on (B)(6) 2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
It was reported that the autopulse nimh battery was usable to take a charge and the yellow light displayed on the autopulse multi-chemistry (mc) charger. Additional information provided by the customer on (B)(4) 2013: per response report, the patient was found already in full arrest and family members/witnesses were not doing anything on behalf of the patient. The patient was pulseless when the crew made initial contact. Manual CPR was initiated and the patient was moved to the stretcher with the autopulse in active operation. Once the patient was moved to the transport unit, the autopulse platform stopped without warning. A new battery was quickly installed and the autopulse resumed compressions. The report indicates that ¿at no time were compressions interrupted for more than 10 seconds.¿ no other issues were encountered with the platform. The patient¿s condition never changed and the patient did not achieve rosc. Efforts to revive the patient were terminated in the ER some 20 minutes after the crew¿s arrival. The patient died on (B)(6) 2013, the date of the event. The patient was a (B)(6) male. His medical history was not provided. Customer believes that no patient detriment occurred whatsoever. Although the battery failure was unexpected, the crew was able to overcome the issue without any patient harm. The customer informed that they do not routinely inquire via the medical examiner¿s office, for an autopsy report. Additional information provided by the customer on 08/30/2013: customer indicated that the reported issue of the battery not being able to take a charge and the yellow light displaying on the mc charger occurred after the incident involving the patient. While in the charger, the solid yellow light was on and it went to a blinking red light when removed.

Manufacturer narrative:
Investigation results for the returned autopulse nimh battery as follows: visual inspection of the returned battery was performed and revealed no damages. Evaluation of the battery confirmed the customer's reported complaint. The returned battery failed during charging and further testing could not be performed. A definitive root cause for the reported complaint could not be determined.